Event description:
Following a pump implant procedure on (B)(6) 2013, the patient developed a post-operative hematoma and was brought back to surgery to evacuate it the following day. It was later noted that the patient's pump was infected on (B)(6) 2013. Intravenous antibiotics were administered. The patient's signs and symptoms included redness, swelling, drainage, pain, incisional wound opening, pocket erosion, and wound dehiscence. The primary location of the infection was noted to be the device pocket. The patient's entire system was explanted due to "exposure to external elements". A wound culture was performed in surgery and showed (B)(6). The infection was noted to have resolved. The medication used within the system was hydromorphone. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.

Manufacturer narrative:
Product ID, 8709 lot# serial# (B)(4), implanted: 2006 (B)(6), explanted: 2013 (B)(6), product type catheter product ID, 8578 lot# serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6), product type accessory. (B)(4). Analysis of the pump revealed no anomalies. Analysis of the catheter ((B)(4),) revealed a non-significant indent in the sc connector seal which did not affect infusion. Analysis of the catheter ((B)(4),) revealed a slice/cut in the catheter body.